Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part found still in cannula tubing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Also sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly due to sensor was returned opened and used.

Event description:
The customer reported via phone call that the insulin pump had a sensor error less than two hours after insertion. The customer indicated that the transmitter does not blink when connected to the sensor. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting found that the cannula was bent. Customer was advised to change out sensor and that a replacement sensor will be provided.